Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard beeping from their implanted device. It was further reported that an x-ray showed that the implantable cardioverter defibrillator (ICD) had flipped inside the pocket, caused by twiddler's syndrome, or patient manipulation of the device. The right atrial (ra) lead exhibited high threshold and had become dislodged. The right ventricular (rv) lead had pulled back. The ra lead was removed and replaced. The rv lead was repositioned and remains in use. The ICD remains in use. No patient complications have been reported as a result of this event.